Event description:
It was reported by a nurse that a vns pt was explanted due to lead being exposed in the neck area. The nurse indicated that the pt was not re-implanted and a piece of the lead was sent for culture analysis. Good faith attempts to obtain additional info have been unsuccessful to date. The explanted generator and lead were returned to the MFR and are undergoing analysis.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.